Event description:
It was reported that during a procedure, the fiber was forward firing at 79,000 joules of use. The procedure was completed with a second fiber and no patient harm.

Manufacturer narrative:
Based on the available information, the root cause of the reported clinical observation cannot be established, as the product has not been returned for analysis.

Event description:
It was reported that during a procedure, the fiber was forward firing at 79,000 joules of use. The procedure was completed with a second fiber and no patient harm was reported.